Event description:
It was reported when using the bd¿ arterial cannula there was a defective flow switch and leakage. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "during the operation, the blood leakage prevention clip was not tight enough and caused blood leakage."

Manufacturer narrative:
Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ arterial cannula there was a defective flow switch and leakage. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "during the operation, the blood leakage prevention clip was not tight enough and caused blood leakage."